Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "after fixation of t2gtn, the distal screw broke." Additionally reported: "the revision was made on march 23, and all nail and screws were removed. Since bone fusion was obtained, it was only removal."

Manufacturer narrative:
Correction: refer to d4 lot #, section d (device availability), h3-device evaluation. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. The appearance of the breakage surface suggests that the screw broke in a fatigue manner. This is evident by the waves or lines of rest originating from one end, gradually spreading towards the other end and breaking instantaneously there. The threads of the screw at the distal end exhibits traces of normal use but the tip of the screw is substantially deformed, plastically. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Potential adverse effects, e.g. Overweight, increased loading or material damage are indicated on the labelling. Based on the above investigation, the root cause of the failure is patient related. The screw broke in a fatigue manner due to possible overloading as the patient is clearly overweight. The fixation was achieved as intended and no user related or manufacturing related deficiencies were found. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after fixation of t2gtn, the distal screw broke.". Additionally reported: "the revision was made on march 23, and all nail and screws were removed. Since bone fusion was obtained, it was only removal.".